Event description:
Customer's husband reported that customer had an MRI this morning and her insulin pump is now alarming motor error. The date and settings were erased. Customer's blood glucose is 255 mg/dl. Customer had the device in her bra while she had an MRI on her knee. Customer cannot rewind the device because the motor error keeps coming on. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had a constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)